Manufacturer narrative:
Customer technical support (cts) did troubleshooting with the customer via telephone. The customer verified a cleaner leak in the right side of instrument. Cts assisted the customer in finding and replacing tubing at pinch valve pv37 to resolve the leak. No further issues were reported by the customer. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 5ml from a coulter lh 500 hematology analyzer onto the tabletop during instrument shutdown. The leak was not contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.